Event description:
It was reported that the patient presented to the hospital due to receiving inappropriate therapy from the implantable cardioverter defibrillator (ICD). It was discovered that the right ventricular lead had pulled back from its original position and sensed the patient's atrial fibrillation, interpreting it as a ventricular arrhythmia. The rv lead was successfully repositioned without complication. No additional adverse patient effects were reported. It was additionally reported that the ICD had also delivered anti-tachycardia pacing (atp) prior to charging for shock delivery.

Event description:
It was reported that the patient presented to the hospital due to receiving inappropriate therapy from the implantable cardioverter defibrillator (ICD). It was discovered that the right ventricular lead had pulled back from its original position and sensed the patient's atrial fibrillation, interpreting it as a ventricular arrhythmia. The rv lead was successfully repositioned without complication. No additional adverse patient effects were reported.